Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the device history records for lot# 15vm564617 and confirmed that the established manufacturing and inspection processes were followed and no deviations were observed. Retain samples for lot# 15vm564617 were also reviewed and examined and it was confirmed that the samples did meet product quality inspections. This issue will be monitored through the post market product monitoring review process. No further actions are required at this time. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on june 24, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that within two hours of a fecal management system (fms) device being placed, leakage was noted. The reporter indicated that "the chux under the patient was wet with water and the registered nurse (rn) thought the fms may be leaking." The home health nurse deflated the retention balloon and noted that the full amount initially instilled was not removed. The nurse then removed the fms from the patient and attempted to instill 20-30ml of saline into the inflation port and noted saline came out around the port and the balloon did not inflate. The fms was not reinserted, no patient harm was reported as a result of this complaint.